Manufacturer narrative:
(B) (4): eval results - visual inspection of the returned product found piece of optic is torn off and missing, one haptic is bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found within the same order. Conclusions - based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
Rptr stated the surgeon used aq2015a silicone aspheric three piece lens. Lens broke prior to insertion. Does not have any information regarding this incident. Does not know if there was pt contact. Further info was requested, no additional info available.